Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. It was reported that the pump time was incorrect, due to being in storage mode. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.